Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The screw for the connector to the camera was tightened during the service call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the images were blurry on the 9800 sys during a case. No pt injury was reported.